Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Per paper by fokter, et al., j mech behav biomed mater, 2017. 69: p. 107-114: allegedly a woman who was (B)(6) and inactive at primary surgery, felt a sudden snap in her right hip, followed by intense pain, while she was performing work in her garden. This occurred 7.80 years after primary surgery. At revision it was found that the modular neck fractured. Her body weight was (B)(6) and her height was (B)(6) at primary surgery. The acetabular cup was well fixed and remained, however the ceramic liner was revised.